Event description:
Date of event - unknown. It was reported to boston scientific that during preparation, the radial jaw 3 biopsy forceps, intended for use in a colonoscopy, broke. The physician completed the procedure with another of the same device with no complications; the patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacturer and expiration dates cannot be determined.